Event description:
Customer reported rec'd results of 31 mg/dl and 83 mg/dl within 10 minutes on the compact plus system. No low blood symptoms reported. The customer was at home when the discrepant results were obtained. The discrepant results occurred in 2007. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: test drum lot number 20659541, expiration date 08/31/08.

Manufacturer narrative:
The suspect product is the compact test drum.